Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart stent distal tip was frayed. The smart stent was replaced with another smart stent and the procedure was completed successfully. There was no patient injury. After a guidewire crossed the lesion, a smart stent was inserted; however, its distal tip was trapped and could not advance. It was removed from the patient and it was confirmed that the distal tip was frayed. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
The smart stent distal tip was frayed. The smart stent was replaced with another smart stent and the procedure was completed successfully. There was no patient injury. After a guidewire crossed the lesion, a smart stent was inserted; however its distal tip was trapped and could not advance. It was removed from the patient and it was confirmed that the distal tip was frayed. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The device prepped according to the instruction for use (IFU) with no defects or difficulty noted during prep. No other additional information was provided. The product was not returned for analysis. A device history record (DHR) review of lot 17402203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) tracking difficulty¿ and ¿catheter tip frayed/split/torn - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown may have contributed to the reported event as calcification and tortuosity have been known to cause the damage reported. According to the instructions for use ¿generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.